Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 477 mg/dl. Customer had symptoms such as thirstiness, positive ketones, headache and tiredness. Customer was hospitalized for high readings. Customer was treated with insulin drip. Customer was off the pump for less than 48 hours. Troubleshooting was performed and it was found that the drive support cap appeared normal. The insulin pump was not returned for analysis.